Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was confused as to what the insulin on board (iob) feature was and was concerned that too much insulin was delivered. Tandem technical support educated the customer as to how the iob works. There was no reported impact to the customer's blood glucose level due to delivering too much insulin.